Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The downstream sensor was the cause of the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of smiths medical cadd legacy pump, the pump exhibited no disposable clamp tubing alarm. No reported adverse effects.